Manufacturer narrative:
Patient outcome code: there was no patient involvement.

Event description:
The customer reported that the unit gives a check vent alarm for "pressure sensor auto zero" failure at the turn-on. There was no patient involvement. The customer confirmed the "pressure sensor auto zero" error in the diagnostic log.